Event description:
It was reported that during the implant procedure, there was massive amounts of oversensing on the rv egm after the device was in the pocket. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, grommet was damaged.